Event description:
A call was received through technical services reporting the device was at eri (elective replacement indicators) and por (power on reset) occurred. The surface ECG shows no signs of pacing with/without magnet. Pt had not been seen in long time. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.